Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
The consumer reported the patient had been having a lot of back pain and his temperature was up to 102 on the day of the report. It was noted the back pain started on (B)(6) 2015-and the worst it had been was on (B)(6)2015. It was later reported that their temperature went up to 103.4 on (B)(6) 2015. The patient had to go to the hospital on (B)(6) 2015 where an infection that was septic was discovered. They had an emergency surgery to clean out the infection, a spinal tap, and ended up with meningitis along with infection. The patient had to stay in the hospital for 5 or 6 days. Relevant medical history included non-malignant pain.